Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) checked the system onsite and confirmed that the system shows acq: image store: inconsistent image store - frontal ippc. Upon troubleshooting, fse found that there is an inconsistency in the patient database with respect to the stored images on the frontal ippc. To resolve this issue, fse recreated the image store. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system produced a error message of ¿image storage issue¿. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the image store. The fse recreated the image store and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.